Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiences phrenic stimulation shortly following implant procedure. Upon review, the right atrial lead had dislodged. Programming modifications were performed. On (B)(6) 2018, the lead was repositioned. The patient was stable throughout the whole procedure.